Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the toric marks are about 30 degrees off from the haptic optic junction, and more peripherally located than normal, it did not feel comfortable leaving it in the eye so explanted the lens. During explantation the iol basically crumbled into pieces, making removal difficult. They put in a new iol of the same power which looked and behaved normally. Additional information has been requested and received stating that patient had corneal edema, and issue was not resolved as patient was only one week post operation. The surgeon's prognosis was issue will likely resolve, but will have a much slower recovery than is typical.

Manufacturer narrative:
The product was not returned. A photo was provided. The photo showed an implanted single-piece toric lens. One set of axis marks was visible in the photo. The axis marks were misaligned. This is a cosmetic issue. The toric axis is aligned with the toric axis marks and is set by the molding process. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The root cause for the observed misalignment was manufacturing related. A contributing factor to this event was that the milling equipment allowed the milling operator to manually select the mill orientation when the vision system could not identify the fill holes on the wafer. The toric axis mark misalignment was determined to be a cosmetic issue only, with no functional impact. The toric axis is aligned with the toric axis marks and is set by the molding process. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).